Event description:
Physician used amphirion deep to treat a lesion in the peroneal artery. The balloon was inserted into the patient for 10 minutes (4 minute dilation time). After procedure the physician attempted to deflate the device and remove it. It was reported that the balloon removal, the balloon detached from the catheter. Surgery was performed to remove the detached portion of device.

Manufacturer narrative:
Device evaluation: only the distal part of the device (balloon) returned for the technical analysis. The balloon was found with hardened blood and was unfolded. The tip was still present at the end of the balloon. The hub and shaft, together with the guidewire tube, were not returned. It was not possible to confirm the identity of the device because of the absence of the hub. Due to the condition of the device it was not possible to carry out further evaluations/tests. If information is provided in the future, a supplemental report will be issued.